Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that customer was getting incorrect results on bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg (fx) blood collection tubes due to low fills during use. No injury or medical intervention.

Event description:
It was reported that customer was getting incorrect results on bd vacutainer sodium fluoride 15mg potassium oxalate 12 mg (fx) blood collection tubes due to low fills during use. No injury or medical intervention.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined.